Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic. The patient's pacemaker was intermittently failing to mode switch. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.